Event description:
It was reported that during surgery, the drill was correctly placed in the snap ring and twisted during its use.

Manufacturer narrative:
Investigation in progress but not yet complete.